Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient stated they just had an appointment and they would not do an MRI on the patient, needs MRI but is not functional. Hcp stated that ins was none functional for several years now and the patient reported they have had issues with their stimulator since like day one. Cannot be charged and cannot connect to it. The patient stated they thought in their last surgery they "fried the leads" so it had never been able to be turned back on or anything. The patient reported they needed a back surgery so they couldn't have the implant removed and they went back to their urologist and scheduled to have it removed. The patient then stated in the interim they got hit by a car and had a broken neck so they did a CT scan in the hospital but they wanted patient to get an MRI. The patient mentioned they had an MRI in 2024 with this in them and there was a note in there from the manufacturer that patient could do it because their device was broken. The patient stated now a rep was telling the patient they couldn't have the MRI. The agent reviewed MRI guidelines/MRI mode overview and redirected the patient to their healthcare provider to further address the issue. The patient reported they could not place device into MRI mode because their implant wouldn't turn on (patient also stated the external devices would not turn on). The patient stated a manufacturer rep came to their urologist and tried for hours and patient reported it would not come on, they were not able to connect with their implant, because their lead was broken. When the agent asked for event date, the patient stated "it had to be charged all the time" and stated they needed emergency surgery and had surgery in 2023 and 2024 so they were not sure at what point this started. The patient confirmed the leads had not been fried since day one. The patient also reported they spoke with a manufacturer representative who came out to their doctor and tried to have this turned on for the patient for hours and it wouldn't turn on (agent unclear what patient was referring to by this). The patient stated they were discussing putting another implant in like a non rechargeable but stated they would never do that. Theissue was not resolved through troubleshooting. The patient was redirected to their health care provider to address the issue and discuss next steps. The agent had a very difficult time following patient throughout call and made best attempt to document all relevant event information. On 2026-jun-17 additional information was received from a manufacturer representative. The rep clarified that the likely meaning behind the patient's "device is broken" comment was that they were unable to connect to the device. The rep reported that the likely cause behind the issues was, per the clinic, the patient claimed to have gone through a previous MRI without putting the device into MRI mode. The patient was informed that if they were unable to connect to their internal device, they were not eligible for a full body MRI. Their device must first be removed to undergo that type of scan. It was unknown if any of the issues were resolved. The cause of the external devices not powering on was likely the patient failing to recharge them. It was unknown if this issue was resolved either.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# serial#(B)(6), product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 04-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.